Event description:
This case was initially received via regulatory authority (reference number: mw5076407) on 20-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("having pai in lower abdominal area that got worse") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw5076407) on 20-apr-2018. The most recent information was received on 14-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("having pai in lower abdominal area that got worse") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.